Event description:
While cauterizing, the pt's heart fibrillated. When defibrillator turned on nothing happened. Another defibrillator used and pt's heart restored. Defibrillator sent to bioengineering who contacted company.